Manufacturer narrative:
Patient age: 18 years or older. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that catheter char occurred. A intellanav mifi xp catheter was used in a right atrial typical flutter procedure. After the procedure was completed it was noted that there was "burnt blood" on the tip of the catheter. No patient complications were reported.